Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up due to pain on the device site. The device had corroded through the skin and an infection localized to the pocket was also noted. No vegetation was found on the leads. Infection was treated with antibiotics. Physician believes the infection was probably device related due the erosion. The entire system was explanted. Patient tolerated the procedure well and was fine before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.